Event description:
It was reported that this right ventricular (rv) lead was explanted one day after implant due to loss of capture (loc) at the programmed output and a significant increase in capture threshold outputs. Chest x-rays were performed. It was noted that the patient was feeling lethargic. It was elected to explant and replace this lead prior to the patient's discharge. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.